Event description:
It was reported that the patient experienced a sticky pump and kinked tubing and had a revision of an ams700 inflatable penile prosthesis pump and reservoir. The pump was sticky and kinked tubing was evident in the CT scan. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the kink was detected on the scan which may have been the cause of the sticky pump and the CT scan had showed the reservoir resting on the bladder which may have altered its function as the bladder functioned. The patient did not experience any pain prior to the CT scan; only difficulty in pumping the device to achieve erection. No other reason for revision besides a sticky pump and kinked tubing. Patient condition was unknown and the explanted device was disposed.